Event description:
The patient stated that she was attempting to change her infusion set and was new to the pump. The patient mistakenly primed 150 units of insulin when her infusion set was attached to her body. She was driven to a hospital and was treated with food and IV glucose. Her blood glucose levels were monitored closely until they stabilized and the patient was discharged later that day. Her blood glucose level reportedly dropped as low as 40 mg/dl and was over 70 mg/dl when she was discharged. Although there is no reported malfunction of the product, the reported use error may have caused the patient injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no reported malfunction and the patient injury may be caused by an inadvertent insulin infusion when the patient was priming the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4): the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. Patient reported priming while attached. Before priming the pump displays the appropriate warning. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.